Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced sweating and loss consciousness. An ambulance was called, and the patient was brought to the hospital. The patient alleged that the cgm reading was inaccurate and that she did not know she was experiencing a hypoglycemic event. At an unknown point during the event the cgm was reading 8.3 mmol/l and the blood glucose reading was 4.9 mmol/l. No treatment was reported and it was unknown if the reported inaccuracy was after the patient already received some type of treatment. At the time of the report, which was the same day as the day of the event, the patient was still in the hospital waiting to be examined by a doctor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.